Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to pacing failure which occurred from unipolar of 0.7 volts at 0.5 milli seconds and bipolar at 1.0 volts at 0.5 milli seconds during the threshold measurement at programmer pacing system analyzer (psa) via contrast imaging and fluoroscopy. Minutes later, both unipolar and bipolar increased at approximately 2.5 volts to 3.0 volts at 0.5 milli seconds. There were no significant changes in the amplitude value and the impedance value. Therefore, this rv lead was removed through a body turn in the reverse rotation, the helix was retracted with a retractable, and re-placement was tried several times, however the same unstable and high threshold persisted. Upon removing this rv lead, tissue fragments were found and entangled. Removal of the fragments were performed by flushing using a thread, stylet and a forceps then reinsertion was attempted again. Subsequently, this rv lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.